Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen unresponsive and that the wake button was sticking. Additionally, it was reported that the insulin gauge was inaccurate and that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.